Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the adaptors never stay connected to the baxter bag no matter how they tighten them up during setup. The patient stated that they have been hospitalized and advised that they may have an infection due to the loose connection. Upon follow up, the patient¿s peritoneal dialysis nurse stated that there was no record of the patient being hospitalized and confirmed with the patient that they were not hospitalized. Rather the patient was treated with prophylactic antibiotics. The nurse reported the patient did not develop peritonitis nor experience any adverse effects. Per the nurse, the patient continues pd therapy without further reported issues. The connection did become loose, but they were not sure if the patient had a fluid leak